Event description:
It was reported the back enclosure is cracked on top. The device was returned for repair. It was analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the lower case was broken. It was also noted that the upper case, lead flex cover and heart lead flex were damaged, both bail covers and ring cover were broken, the ring was bent and the battery drawer was contaminated.